Event description:
By virtue of this letter I am reporting the failure of one hip implant. In (B)(6) of 2002 I had bilateral hip implants at (B)(6). Left: implants used fpc sigma size 3m femur, 52mm cup and 26+0 head. (Cobalt-chromium). Right: ultima 3m size femur, 52mm cup and 26+0 head. (Cobalt- chromium). On (B)(6) 2012, upon a routine visit to dr (B)(6) (now retired) he informed me that, although not urgent, that the right hip metal ball had been shedding the plastic liner and that particles that was being deposited on my right thigh bone thereby burning holes in my bone. At the first meeting in (B)(6) 2012 dr. Said that the hole was the size of a dime. At the second meeting on (B)(6) 2014, dr n informed me that the hole was getting bigger. He did not suggest another appointment or when to come back but he did say that another surgery would have to be performed to remove and replace the implant. Further, he mentioned something along the line that my thigh bone may require an add'l strengthening mechanism of sorts. I was somewhat annoyed at his cavalier attitude and his failure to act sympathetic or to take the time to explain matters. He expressed no urgency or follow-up, I'm at a loss of what to do. He has not reported any of his findings or info to my primary care physician, dr. (B)(6), whose name and info has been provided to him, dr. (B)(6), is in charge of my entire heath file. I believe this to be an act of negligence and not in keeping with the best interest of his patients. I am now experiencing moderate to severe pain in the outside fleshy side of my right thigh and under and side of my knee. I don't know if I should continue walking, which is now a struggle. I walked close to three miles a day now I'm walking about a mile only a few times a week. A response from you will be greatly appreciated and any advice regarding product liability will help.